Event description:
The following info was received from the descover registry: approx nine months post index procedure the target lesions were revasculirized for restenosis. This event was treated with (2)taxus stents.

Manufacturer narrative:
This regulatory report is applicable to two cypher sirolimus-eluting coronary stents with unk catalog and lot numbers.